Event description:
The facility reported an infusion pump with a failure code 812:02. It was not known when this failure occurred. The facility representative stated that no patient injury was reported on this pump since the last baxter service event. It was not specified if this failure occurred while infusing on a patient. Information regarding patient demographics, medication involved and device programming was requested but none was provided.